Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that these lots met all pre-release specifications. Conclusions: the gore excluder aaa endoprosthesis instructions for use states: adverse events that may occur include aneurysm rupture, aneurysm enlargement, and endoleak. Additional devices implanted and/or related to this event: pxc121200/03488614.

Event description:
On (B)(6) 2006, this patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported the patient presented on (B)(6) 2012, emergently to emergency room with a ruptured aortic aneurysm. The physician implanted four additional gore excluder aaa endoprostheses to treat the rupture. The physician implanted two infrarenal pxa devices proximal to the existing device and implanted two devices that extended distal in each iliac artery. The patient tolerated the procedure.